Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A functional flow rate test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that medication delivery stopped when using a large volume infusor. The flow stopped during use, medication should have been delivered at the end of the day but the bladder was not deflated the following morning. There was no patient injury or medical intervention associated with this event. No additional information is available.